Manufacturer narrative:
Event occurred on an unknown date in 2020. Reporter is a j&j employee. Investigation summary: service and repair evaluation: the customer reported a drill guide was bent. The repair technician reported the device spring is missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: compression spring. The item was repaired per the inspection sheet, passed synthes final inspection on 15-dec-2020 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: product code 323.26, lot number 1785939, manufacturing site: (B)(4), release to warehouse date: jan 3, 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a 2.7mm universal drill guide was bent. It was unknown where the issue was discovered. Surgical procedure and patient involvement were unknown. This report is for one (1) 2.7mm universal drill guide. This is report 1 of 1 for (B)(4).